Event description:
Pt had silicone breast implants for 17 years (same set). Pt had them removed after diagnosis of a rupture. The silicone was coming out of one nipple, and pt had inflammation under the axillary area of the rupture. MRI showed residual silicone in armpit and lymph nodes of ruptured side. This was removed in 1996. In 2001 pt again experienced pain in the same axillary area as the past surgery of silicone removal. Pt was sent to an oncologist when it was found that pt had developed a 5.5 cm tumor in exact same location. The tumor was rare as the surgeon noted, grayish, sticky and dense, and malignant. Pt had the cancer removed with again more calcified nodes, and 7 weeks radiation treatment. Oncologist, surgeon, family practitioner, rheumatologist, and radiologist have all stated that it was no coincidence that pt would have developed a liposarcoma in exactly the same spot as the residual silicone was removed 5 years prior. Pt does wish this info could be used intelligently. This was always the argument with the mfrs of sbi's - that it did not cause cancer. Pt's family has no history of cancer or auto-immune disease. Pt developed both. Pt has lived half their life in pain and fear of returning cancer - all due to silicone. Lawsuit is over after many years. Pt has no monetary/legal reason to write this, however, pt does know that the mfrs would like to reap the rewards of sbi's again, and pt would hope their terrible experience would be of some value. Pt is certain they are not unique in developing cancer due to silicone - many women are tired, and sick and pt doesn't feel they have time to relay or don't know how.